Manufacturer narrative:
This was initially reported on the summary report dated (B)(6), 2014 under exemption (B)(4). Lawyer-filed report.

Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced infection, bowel problems, recurrence, bleeding, dyspareunia, neuromuscular problems, emotional distress, severe pelvic pain, severe vaginal pain, bladder protrusion, scarring and a product problem. Additionally, it was reported that the plaintiff experienced intermittent abdominal pain, severe discomfort, severe urinary problems, urinary tract infection, frequency and incontinence. Furthermore, it was reported that the plaintiff died. The cause of death was reported as pancreatic carcinoma and respiratory failure.